Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned, and failure analysis confirmed it had passed final qa/qc testing. Video review showed no use errors or system malfunctions, with imaging confirming the lesion's position along the fissure and pleura, an inherently high-risk location. The physician maintained full visualization and procedural control, and the pneumothorax was attributed to patient breathing during sampling, causing the tool to move beyond the target. The event was determined to be procedure-related and consistent with the known risks of bronchoscopy and biopsy near pleural surfaces. This complaint is reported due to the following conclusions: a pneumothorax was reported during a galaxy-assisted biopsy procedure. The pneumothorax occurred during the procedure while the physician was sampling a target lesion in the right middle lobe, located along a fissure. The physician was using an arcpoint needle at the time. A chest tube was inserted post-procedure, the patient was admitted to the ICU, and was discharged in stable condition. The physician did not attribute the injury to the galaxy system, stating that the pneumothorax occurred during sampling when the patient began to breathe, causing the instrument to move beyond the target and cross the fissure. No malfunctions were reported.

Event description:
The pneumothorax occurred during the procedure while the physician was sampling a target lesion in the right middle lobe, located along a fissure. The physician was using an arcpoint needle at the time. A chest tube was inserted post-procedure, the patient was admitted to the ICU, and was discharged 2 days later in stable condition. No malfunctions were reported.